Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 09oct2025, 14oct2025, and 19oct2025, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during this time. The loss of external power did not affect the controller¿s ability to support the pump as intended. Multiple attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home. Log files were sent for review. The log captured driveline fault alarms all throughout the log. According to the phase data one of the wires on phase 3 could be compromised. There was no low speed or pump off events seen in the log files. The other 5 wires appeared to be functioning as intended. The log also captured low power hazard/power cable disconnects/no external power on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no pump interruption during this event as the emergency backup battery (ebb) functioned as intended. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.